Manufacturer narrative:
(B)(4). No related complaint received with return of device. Conclusion: failure observed during analysis. A partial lead was returned for analysis. An external insulation abrasion consistent with friction against another device or patient anatomy was noted at 10.0-11.0cm from the distal tip.

Event description:
This report is to advise of an event observed during analysis.